Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did this event occur in one or multiple patient procedures? If this event occurred in multiple patient procedures, please provide the following: what is the total number of procedures? Have any of these events been previously reported to ethicon? If so, please provide the respective reference number(s)? What is the quantity of sutures that broke during each procedure? What are the product code(s) and lot number(s) of device(s) used? Was there any adverse patient consequence? If so, please provide details regarding any subsequent medical or surgical intervention.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was very weak, friable and breaking while it was pulled through tissue. It was not reported how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). Additional information was requested and the following was obtained: did this event occur in one or multiple patient procedures? If this event occurred in multiple patient procedures, please provide the following: a. What is the total number of procedures? Unknown b. Have any of these events been previously reported to ethicon? If so, please provide the respective reference number(s)? No c. What is the quantity of sutures that broke during each procedure? 1 d. What are the product code(s) and lot number(s) of device(s) used? Unknown e. Was there any adverse patient consequence? No